Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced angina. The lesion being treated was located in the proximal left circumflex (prox lcx). The physician implanted a taxus express stent of unk size in the target lesion. There were no reported complications. Eight days after the index procedure, the pt presented with angina and was admitted to the hospital. A target vessel reintervention was performed. The proximal lcx was treated with balloon angioplasty and placement of a promus stent. The pt was discharged the next day.